Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.